Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while drawing blood the needle is loose in the hub allowing air to be drawn in with a bd syringe s2 5ml 22ga 1-1/4in china. This occurred on 50 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that the connection between the needle and the barrel of syringe cone is not tight, this resulted in air in the syringe when drawing blood.

Event description:
It was reported that while drawing blood the needle is loose in the hub allowing air to be drawn in with a bd syringe s2 5ml 22ga 1-1/4in china. This occurred on 50 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that the connection between the needle and the barrel of syringe cone is not tight, this resulted in air in the syringe when drawing blood.

Manufacturer narrative:
Investigation: bd has been provided with a photo and sample for catalog 301942 lot 1809368 to investigate for this record. Visual examination of the affected sample shows no defect in the syringe tip after evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has tested with a gauge the provided sample tip, and the dimensions were correct in this case. Bd has also carried out a leakage test to check the possibility of air loss due to a bad connection and it has proved to be correct as well. Based on the nonconformance description, bd believes that the issue could be related with some ineffective luer slip fitting between the device and the syringe tip. The exact root cause for this issue is not possible to be determine. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.